Event description:
It was reported that on (B)(6) 2010, the patient had three promus stents implanted. One in the mid right coronary artery (rca), one in the mid left anterior descending artery (lad) and one in the left main coronary artery. Post procedure residual stenosis was 0% with timi iii flow. The patient was discharged the next day. On an unspecified day in 2011, the patient died of an unspecified cause. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating there was no indication that the death was related to the promus stents. However, the exact cause of death could not be provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.